Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
It was reported to philips that the device had a system restart. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4: 22oct2020 b4: (B)(6)2020 multiple attempts were made to obtain information on device evaluation and resolution but have been unsuccessful. If new information is received, a supplemental report will be submitted. No parts were returned for failure investigation; therefore, the root cause could not be determined at the component level. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.